Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 88, 61, 107 mg/dl. Tests were done within 10 minutes with a difference of 27 mg/dl. Patient did not experience any adverse events. No further information has been reported. Note - customer using expired solution.